Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration 2000mcg/ml; dose 930mcg/day; lot unknown) and dilaudid (concentration 3mg/ml; dose 1.4mg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. The patient was a post stroke patient. On an unreported date the patient went into withdrawal. The patient was transported by ambulance to the hospital and was admitted. The pump was interrogated and showed that a motor stall had occurred and there was 34 months left on the battery. On (B)(6) 2016 the pump was explanted and replaced. The issue was resolved. Additional information was requested regarding patient's medical history, date of onset of the event, troubleshooting performed related to the motor stall, and the cause of the motor stall. A supplemental report will be submitted if additional information is received. Additional information: the device was returned for analysis, information indicated that the patient recovered without sequelae.